Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to the electrode belt¿s pulse wire from the distribution node (dn) to rear te cable being severed, damaging wires within the cable. The root cause for the severed wire was physical abuse. There was no adverse event that resulted from the damaged belt.